Event description:
A report was received that the patient will undergo an explant procedure due to burning at the pocket site.

Event description:
A report was received that the patient will undergo an explant procedure due to burning at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was explanted due to ineffective therapy. The explanted devices were not returned to bsn as they were kept by the medical facility.